Event description:
It was reported the patient had several synthes implants and he has been recommended to see an allergist for testing since he may be having an allergic reaction to something and they want to determine if the implants may be contributing. The only symptom specifically mentioned was pain. This is report 7 of 9 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.